Manufacturer narrative:
Reported event: an event regarding patient factors (ruptured quadriceps tendon) involving a triathlon insert was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to a ruptured quadriceps tendon after he fell. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned.

Event description:
It was reported through the submission of a revision usage sheet that the patient's knee was revised. A 6x19 ts insert was implanted. Reason for revision: patient fell and ruptured quadriceps tendon. His knee was slightly in hyperextension pre op. Surgeon removed the 16mm and placed a 19mm poly. Left side.